Event description:
It was reported that after an interventional procedure, arteriotomy closure of the right femoral artery was attempted using two perclose proglide devices. Reportedly, the sutures broke and did not hold. A guide wire and hemostasis sheath was re-inserted into the access site until the activated clotting time decreased to 180 seconds. The hemostasis sheath was removed and manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported suture break could not be confirmed as analysis of the device indicated the suture was returned intact. However, the evaluation indicated the link had detached from the swage-end of the posterior cuff during needle plunger retraction, which subsequently resulted in a failure to retrieve the suture, and could appear similar to the reported suture break. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up will be submitted with all additional relevant information. The other perclose proglide device, referenced was filed under a separate medwatch manufacturer report.